Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cable board associated with this complaint and completed investigations. The unit was returned for failure analysis and the reported issue was replicated/confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported event. The system powered up with no issues. A decision was made to move the system, but it would not complete a full power cycle. After some investigation it was discovered that the dedicated power outlets were not being used when the system was trying to power up, possibly causing the issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that they had a power outage in the hospital and the system would not power on. It was stated they tired bringing in the other dv5 system and had the same issue. The case was converted to open and completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was converted to open, and the patient was under anesthesia. The system was getting power, but the system was unable to communicate with itself. They attempted to bring in the other dv5 system, and it would also not communicate with each other. They brought in an electrician, and the hospital had the breakers mislabeled. The robot did not have a proper dedicated circuit. They rearranged so each part of the machine had its own dedicated outlet. They converted to open surgery after ports had been placed and trocars were in the patient. There was no harm to the patient due to the conversion.